Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, diopter -15.5/+2.0/110 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. The patient experienced lens rotation not associated to low vault, refractive surprise, and uncomfortable vision. The lens was repositioned three times on (B)(6) 2015, (B)(6) 2016, and (B)(6) 2017 but unsuccessful, the lens was rotated again. On (B)(6) 2017, the lens was exchanged for a longer lens. The problem was resolved, the lens is in position at desired axis. As of the date of MDR submission the lens has not been returned.